Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and identified that the x-ray system was switched off after a beeping sound and there was a bang in the technical room and could not be switched on again. A philips field service engineer (fse) visited onsite and identified started the system manually and reinstalled the software for pdu. After that, the system was returned in good working condition with limitation. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and was informed that the system could no longer be switched on. The rse evaluated the system remotely and suspected issue with the 1-phase uninterruptible power supply (ups). The rse instructed the biomed to check all the fuses behind the ny1 module and no issues were found. The biomed bypassed the ups after which the system was able to start up. A philips field service engineer (fse) inspected the system on-site and reinstalled the software for pdu to resolve the issue. The system was returned to in good working order and ready for clinical use. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.